Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) lens implant procedure, the patient experienced poor vision and was unable to obtain adequate vision. Seven weeks later, the iol was exchanged for a different iol model of the same power. Additional information has been requested.